Event description:
Customer reported the generation of false high sodium patient results involving their dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and noted that the customer had replaced sample probe, ise tube set and buffer syringe before fse arrival without resolving the issue. The fse inspected the sample probe dispensing and alignments, ise tubing, buffer syringe and ise dispensing. Upon further inspecting determined that the sodium electrode was the cause of the issue. The fse replaced the sodium electrode which resolved the issue. The fse performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).